Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, when advancing in the jaws, the clips dislocated from the jaws themselves. The procedure was carried out and finished by using a new other device. No adverse patient consequences.